Event description:
On (B)(6) 2013 the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that on (B)(6) 2013 at 6:41am she tested the patient and obtained a message of "low" with the subject meter. Per the owner's booklet, this message appears when the meter detects a blood glucose less than 20 mg/dl. The reporter claimed within 5 minutes of obtaining message of "low" she retested the patient with the subject meter and obtained a result of "111 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20% and/or 20 mg/dl. The patient's mother denied that the patient developed any symptoms; however, reported treating his with food and/or drink in response to the "low" message. At the time of troubleshooting, the cca noted that the reporter did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the alleged issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of a serious injury after obtaining the alleged inaccurate results with the subject meter. However, this complaint is being reported because the subject meter did not meet lfs' precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.